Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is stuck in the rewind position. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 600 mg/dl at the time of incident. Troubleshooting was done for pump and customer indicated that she went to the emergency room for diabetic ketoacidosis. Customer indicated that the piston is not pushing insulin through the tubing. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. However, the insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near the display window corners noted during our visual inspection.